Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection and passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was kidney failure and multiple organ failure. The cause of the infection was unknown. The patient was hospitalized for the infection and treatment was unknown. Nine days before the patient¿s death, the patient was removed from pd therapy and placed into palliative care. It was unknown if the infection was resolved prior to the patient's death. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter minicap. Event date: the patient was admitted to the hospital in mid-(B)(6) for the infection. Should additional relevant information become available, a supplemental report will be submitted.